Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? What medical intervention was given for the pain management? Results? Date of mesh removal? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure in 2012 and the mesh was implanted. Later the patient developed a groin pain, almost 12. The patient underwent a partial mesh excision and local anesthesia with steroids did not resolve the symptoms hence they proceeded with complete excision of the mesh. The patient's symptoms were resolved. Additional information has been requested.